Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the system and replaced pm206, which is the vcs (volume, conductivity, scatter) diluent/clenz pump, resolving the issue. (B)(4).

Event description:
The customer reported background failures for the reticulocyte and white blood cell differential parameters occurred intermittently when using the unicel dxh 800 coulter cellular analysis system. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the system. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.